Event description:
Hill-rom received a report from the account stating that left intermediate siderail would not latch. The bed was located at the account in ICU. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the center cover missing and liquid into the latch and froze. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the cover, cleaned and lubricated latch to resolve the issue. Based on this information, no further action is required.